Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b1, b3, b5, b6, b7, d1, d2a, d2b, d4, d6a, g2, g4, h4, h6, h11.

Event description:
Patient reported right side "rupture." Healthcare professional confirmed right side rupture and reported right side "fibrosis with foamy histiocytic infiltration". Healthcare professional also reported "history of right side breast cancer", which is not device-related. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side "rupture". The device has been explanted.